Manufacturer narrative:
Not enough information provided to complete investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with blurry vision in the left eye. Additional information received that system provided inconsistent measurements. Patient symptoms were resolved.

Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).